Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. No reagent will be returned.

Event description:
Caller alleged that the following results were obtained on a neonate patient, using the inform system, in less than 10 minutes apart: 539 mg/dl and 38 mg/dl. No actions taken based on device results. No reagents will be sent back with the meter. No adverse event reported. Requested return of suspect device and replacement was sent.